Event description:
Customer reported a collimator too large error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and repaired a wire in the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint.